Event description:
It is reported that during cine playback images were mixed and corrupt. This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.